Manufacturer narrative:
There are no indications that the system or its components failed or malfunctioned. Inadequate pain relief was noted immediately upon activating the system so it is likely that the lead placement at the time of implant was not optimal. The implantable pulse generator remains implanted and in use.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after having completed a successful trial phase. During activation and programming of the permanent system it was noted that the patient did not appear to be receiving the same level of pain relief as was achieved during the trial. On (B)(6) 2023, a surgical revision was performed to place new implanted leads in order to better target the area of pain and achieve better therapy results for the patient.